Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a crack in the front cover. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. There was a loose mounting screw for the pcb. The screw was tightened as a result the front cover was also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that a loose screw was observed during preventative maintenance. There was no patient involvement.